Manufacturer narrative:
Lead was repositioned. It is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged. Reportedly threshold was fluctuating. Chest x-ray was taken showing dislodgment of the lead. Surgical intervention was needed to resolve the issue. A revision procedure was performed wherein physician successfully repositioned this lead. No additional adverse patient effects were reported.